Event description:
This 50-yr-old female underwent a "bam" in 1982 with implantation of silicone gel breast implants. The MFR is unknown to this reporting facility as the procedure was performed elsewhere. The pt presents with multiple complaints of joint pain and a type of connective tissue disorder. Gross exam: the left implant is ruptured with a 3cm fenestration exuding copius amount of gelatinous, sticky stringy material. The left implant is intact.